Manufacturer narrative:
The initial report for this complaint was sent in 2017. The returned sample device was forwarded to the supplier facility, confluent, for further evaluation. Confluent provided findings in january 2020. Their findings indicate as follows ¿filter was sent for analysis incomplete (missing two fracture surfaces). Therefore, full analysis of failure could not be completed. One strut fracture initiated on ID/sidewall progressing to od suggesting multi axial rotating bending motion. Post-damage of the fracture initiation site due to rubbing prevented identification of the root cause. Further analysis of the strut show the presence of remnant haz in some areas of the sidewall but not at ID/sidewall initiation site. Nevertheless, haz cannot be ruled out as potential root cause for this fracture. Other strut fractures show evidence of overload and tool marks that are consistent with handling during retrieval of the filter". The filter was implanted for over 2 years. It is believed that the device IFU may not have been followed when retrieving the device. It cautions "excessive force should not be used to retrieve the filter". Severe mechanical damage found on the filter suggest tool damage during handling of the component during retrieval. Overload fracture is consistent with handling during retrieval of the filter. Based on confluent''s investigation findings, the product issue was most likely due to user use. Since the issue could not be traced back to design or manufacturing defect, a corrective action will not be required at this time.

Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
The patient had an option filter placed on (B)(6) 2015, and it was removed on (B)(6) 2017. Supposedly during the explant it was determined that the "option broke off". The patient had a lower lumbar imaging done and at that time it was noted that the filter had fractured and embedded itself into her pulmonic valve. The lower portion of the legs had become extravascular. Two fragments were free-floating and below the level of the filter, and one piece was attached. The doctor removed the two free floating pieces first. Then removed the main filter body. He said that he could see the fractured cell because he had done spot images. He retrieved the last fragment.